Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the emergency room, the md noticed a crack in the hub of the introducer needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an introducer needle that appeared typical. No defects could be observed and all dimensions were within specification. A device history records review was performed on the needle and hub with no relevant findings. Based on the findings and testing, there was no problem found on the returned sample. No further action will be taken.